Event description:
It has been reported to us that there was leakage of blood from the hub of guide catheter during procedure. The device was flushed with normal saline for preparation prior to use, but leakage was not found until use. The product was replaced with another. There was no health damage to the patient.

Manufacturer narrative:
(B)(4). Evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that there is a slightly dented section of the shaft 13.5cm from the distal strain relief. There is also a severly kinked section at the distal strain relief resulting in exposed braid wire. The inner and outer diameter measurements were conducted and found to be within manufacturer specification. A syringe was connected to the catheter to verify leaking. Leaking was noticed at the location of the kink and outer jacket damage. The hub of the guide catheter was cut and removed for additional leak testing. Leaking was noticed near the distal hub apparently coming from the shaft, but it is believed these bubbles were the result of damaged caused when the razor cut the catheter shaft when the hub was removed. The hub of the guide catheter was cut open and inspected for glue and there appears to be sufficient glue in the hub and indication that it was properly adhered to the shaft of the guide catheter. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for leaks. The shaft of the guide catheter is severly kinked resulting in exposed braid wire and breach of the catheter wall integrity. The analysis is complete as of today (B)(4) 2012.